Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data file shows that there was detection of a wide complex rhythm with a heart rate that fell below a "shockable" standard. The second segment returned a shock advised response secondary to tall t-waves as additional qrs complexes. Additional t-wave beats caused irregularity in the calculation and overall variability. The increased variability and rate shifted the algorithm. The third segment did the same as the second. While standard clinical practice would have deemed this rhythm as "non-shockable", the algorithm returned an appropriate response for the data points which were recorded. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient in cardiac arrest, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.